Manufacturer narrative:
Note: there will be a total of 2 reports filed for this event; one for each of the 2 emg tubes that were reported to have leaked. This is report 2 of 2. Product evaluation: - 2 opened samples, part number 8229707, were received for analysis. There was a residue consistent with biological contaminants and tape on the devices. There is no method of identifying which part belongs to which line item therefore both devices were analyzed together, and the results duplicated on the line item analysis tasks. Note ¿ one of the samples had the electrode wires cut off which is typical for handling purposes and is not related to this complaint. - a syringe was used to inflate the cuffs with 10cc of air and it leaked out immediately. Under magnification it was determined that there were punctures in the cuffs and abrasions near the punctures. The punctures measured 0.03¿ and 0.04¿ long respectively. The IFU instructs the user to test the cuff for leakage with 15cc to 20cc of air during preparation (prior to use). The extent of the observed damage would have been immediately noticeable by the user if present prior to use / handling. The information most likely indicates inadvertent damage occurred while handling and /or intubation.

Event description:
The anesthesiologist reported that after reintubating the patient during a thyroidectomy, the pilot balloon on the second tube also went flat, but this time they re-inflated the pilot balloon and were able to complete the case; the cuff did not deflate. There was no reported patient injury.